Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Update: there was no delay in surgery, surgery was completed successfully. At the end of the surgery and observing the final images, the specialist was satisfied with the result obtained. Concomitant devices reported: lcp paed-hippl5 130° w/23 l111, qty 1, part #02.108.341, lot #2l83724.

Manufacturer narrative:
Additional device product codes jds and hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 02.108.341, lot: l995214, manufacturing site: (B)(4), release to warehouse date: (B)(4) 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during reconstructive surgery for a femur fracture, the decision was made to use a 3.5/4.5 lcp pediatric plate. The patient¿s weight was a concern for the size plate that was used. The 4.5 plate was implanted because the patient did not have any mobility. The procedure was completed successfully. There were no consequences to the patient. This report involves one (1) pediatric lcp hip plate 5.0mm/130°/5 holes. This is report 1 of 1 for (B)(4).